Event description:
This rv lead was implanted in (B)(6) 2016 and was explanted and abandoned on (B)(6) 2017 due to patient's chronic pain, failure to capture, failure to sense, twisted lead and detached lead due to twiddler's syndrome. The physician was dr. (B)(6) at (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).